Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive, required multiple button presses and increased force to elicit a response. The ok and contrast button responded to button presses. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button had been intermittently unresponsive for two months. The patient reportedly noticed that day that the keypad was torn on the down arrow button. The patient denied any evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.